Event description:
It was reported to boston scientific corp that a uromax balloon was used during a dilatation of urether procedure. According to the complainant, during the procedure as they started to inflate the balloon it lost air. They could partially inflate it. The doctor emptied the syringe and balloon and withdrew the device from the pt. The balloon would not inflate outside the pt. There seemed to be a hole or tear on the balloon. The procedure was completed with another uromax ultra balloon dilation catheter. It was reported that there was "no harm to the pt" post procedure.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and tactile examination revealed several kinks noted along the length of the shaft at 425mm, 435mm and 595mm distal to the strain relief. The balloon was folded but not wrapped around the shaft. A leak was observed in the balloon 3 mm proximal to the proximal edge of the distal markerband. Microscopic examination of the balloon confirmed there was a small tear in the balloon material. The most probable root cause is operational context. (B)(4).